Event description:
It was reported that the insulin pump had delivery anomaly. Customer's stated that the insulin pump did not alarm when reservoir was empty and was allowing him to bolus with empty reservoir. Customer's blood glucose was 252 mg/dl. Troubleshooting was done. It was found in the bolus history the bolus was delivered. Customer stated the issue was resolved. The customer was advised the indication the bolus was not delivering was due to blood glucose was rising. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.